Event description:
It was reported that sensor displayed repeated error message during use with pump. There was no reported impact to the customer¿s blood glucose level. Technical support walked customer through complete pump reset, error message did not recur, and customer successfully started new sensor session with no further issues reported.